Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe to resolve the issue. The system was tested and verified as ready for use. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted incisional hernia tapp surgical procedure, that errors occurred on the integrated electrosurgical unit (iesu) or erbe, and similar errors had been experienced previously. Due to these errors, the customer used a third-party generator to complete the surgical procedure. The customer received phone assistance from the technical support engineer (tse). The tse reviewed the system logs and identified m-02 and c-84 errors. The customer planned to continue using the third-party generator or consider swapping out the tower temporarily. The procedure was completed with no reported injury.